Event description:
It was reported that a pericardial effusion occurred. A watchman access system (was) was positioned and a 21 mm watchman laa closure device & delivery system (wds) were selected for use during a left atrial appendage (laa) closure procedure. Prior to starting the procedure, a baseline pericardial effusion was noted and determined to have increased in size from the transesophageal echogram recorded three weeks prior. The patient was on aspirin and plavix at the time of the procedure. To start the procedure, there was difficulty crossing the septum during the trans-septal puncture. The physician noted there was a lot of access into the radial appendage, which resulting in accessing the coronary sinus a couple of times with great depth. Once the trans-septal puncture was successful, the watchman closure device was deployed. During assessment of the device position, an increased pericardial effusion was noted. The closure device did not meet release criteria for which a partial and then full recapture were performed. It was noted that great resistance occurred during the recaptures, most likely caused by the misplacement of the physicians hands. After recapturing the device, the case was aborted and a pericardiocentesis was performed to drain 200ml of fluid for resolution. The physician believed there was a perforation, but there was no evidence of a perforation to the laa. The patient is doing well and has been discharged home.